Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-06461. It was reported the pt's ipg had flipped due to being loose in the pocket. It was also reported the pt is no longer receiving adequate coverage. The pt is also experiencing rib stimulation. X-rays were taken and revealed lead migration. The pt is scheduled to undergo surgical intervention on a later date to address the issues.